Event description:
A other health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure the injector didnot push out the lens properly and end up the lens stuck in the cartridge. Physician worried, the optic would be scratched due to this hiccup and decided not to proceed implantation with the lens. Doctor changed another injector and used the same power, same model back up lens to continue the surgery. Additional information has been requested however no further information received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided h.3., h.6., h.11. A other health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure the injector did not push out the lens properly and end up the lens stuck in the cartridge. Physician worried, the optic would be scratched due to this hiccup and decided not to proceed implantation with the lens. A sample was not received at the manufacturing site for evaluation for the report that the injector plunger does not push out the lens properly; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.